Event description:
It was reported that during the procedure, the needles did not fully retract in to the cartridge handpiece. It was noted that the needles were bent. The procedure was completed with another cartridge. No pt injuries were reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.